Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had cervical dystonia and had successfully undergone the first surgery for implant the lead wires. During the next surgery for the implant of the stimulator the patient had a cerebral vascular accident (cva) and the operation was terminated. The patient now had left side hemiplegia as a result of the cva. The lead wires were still implanted. The healthcare professional inquired about using electrical stimulation with the lead wires still implanted. Additional information received reported the patient was in a care facility. The health care professional had called about using e-stim for patient¿s recovery therapy. It was noted that the first surgery for lead placement had gone fine and the second surgery for the stimulator implant was when the patient had the stroke. Additional information was requested but had not been received as of the date of this report.